Event description:
The customer states that a pregnant patient was tested for bhcg levels for 3 consecutive days yielding results in the 14,000 to 15,000 miu/ml range. These results were suspected of being falsely low. On the 3rd day, a sample was diluted yielding a result of 71,421 miu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The complaint is against the instrument that is functional at the customer site and is not available for return. A return was not necessary to evaluate the issue. Field service was dispatched to check the instrument and replaced tubing on the reagent 1 pipettor. Review of the instrument service history also found a complaint at that same time noting that the daily maintenance could not be completed. Field service noticed air was aspirated during the intake of cleaning solution and discovered that the guide pulley clamp for the outer carousel was broken. This may also have been a factor in the generation of the erroneous results. Review of complaint documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. No product deficiency was identified related to the customer issue.